Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Investigation summary: an mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20085530. The customer provided a photograph of the affected sample; analysis of the photograph identified that blood had backed up into the maxzero component and leaked out onto the patient. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 20085530 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports for leakage and backflow against the mz1000 product in the past 12 months.

Event description:
It was reported that the maxzero needleless connector experienced blood backflow during infusion, leakage, and an IV set with a loose connection/separated/detached. The following information was provided by the initial reporter: during a round of verification of access routes by safe vascular therapy, a uni needle free connector (max zero) is identified that does not match well with the adult anesthesia extension, which led to the generation of venous return and leakage.